Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced insulin delivery interruption with contact detach infusion set occlusion alerts during a meal announcement, with only partial delivery before the alert and confirmation of drips at the connector after fill tubing; the user replaced supplies and resumed delivery, and glucose rose to 300 mg/dl with duration above target since early morning before returning to 177 mg/dl later. Symptoms included hyperglycemia without acute complications. Outcomes included self-management at home without medical intervention, use of backup insulin by manual injection of 6 units, and ketone testing showing trace with adherence to the user¿s ketone action plan. Investigation included call-based troubleshooting, site disconnection, and fill tubing verification confirming flow at the connector, along with user education and supply change. Investigation of this case revealed an occlusion associated with the infusion set and tubing pathway that was resolved after supply replacement, consistent with insulin flow obstruction. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to interrupted insulin delivery.